Manufacturer narrative:
Evaluation: visual inspection- the cross braces seat rail had evidence of abrasions. The cross braces down tube had evidence of abrasions. The cross braces down tube tubing was broken at the pivot link attachment location. Conclusion- utilizing existing complaint information and actual observations of the returned cross brace in its "as received" condition, the complaint was confirmed for the cross braces tubing being broken.

Event description:
Provider states the right crossbrace broke at the bolt where it connects at the cross.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right crossbrace broke at the bolt where it connects at the cross.